Event description:
Complainant alleged that during biomed testing, the device's display was blank and shown only a green dot. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer indicated that the device will not be returned to zoll for eval. The customer indicated that the device will be repaired at the customer facility and returned to svc.